Event description:
It was reported that the patient presented remotely. Interrogation of the implantable cardioverter defibrillator (ICD) showed the device in backup operation. The device was successfully restored. The patient was stable.